Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was not reported. The patient was hospitalized for the peritonitis. The treatment for the peritonitis was not reported. Two days after the onset of peritonitis, the patient died in the hospital. The cause of death was reported to be (B)(6)-sepsis. An autopsy was not performed. It was not reported if pd therapy was ongoing until the time of death or if the patient was connected for therapy when they passed away. No additional information was available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.